Event description:
It was reported that the patient had tamponade and pericardial effusion due to a perforation. Pericardiocentesis was performed to remove the effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator, (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4)